Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 6/09/2017 with the following findings: during investigation, the pump powered up with functional auditory and vibratory features a blank screen. The pump¿s cover was removed and the u22 eeprom unit was found cracked. A unity test code downloader tool application was used to upload test code to the master processors. The upload was successful and the pump powered up and displayed just ¿msp¿ instead of ¿msp2¿. The (2) is the eeprom communicating properly hence the diagnosis that the failure is in this area since it is missing from the display. An eeprom failure was concluded during testing. During visual inspection of the pump, it was observed that the battery compartment was cracked and the cartridge compartment was damaged with a missing a fragment around the edge. The returned battery cap was undamaged and able to fit securely to the pump. The investigation was unable adequately investigate the initial complaint about a power issue due to an inability to run the 24 hour basal program and additional failures. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (no power) issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.